Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 4 months after the dental implant was installed in intraoral region #13, it was verified its non-osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.